Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - united kingdom.

Event description:
It was reported that there was a leak. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete.

Event description:
No additional event information is available.

Manufacturer narrative:
Incident was recorded under cmp-(B)(4). The following sections were updated/corrected: b4 b5 d1 d4 d9 g3 g6 h2 h3 h4 h6 h11. Review of the most recent repair record determined the swivel was loose and was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.